Event description:
It was reported that during a cholecystectomy procedure, the device was scissoring from the beginning for four of five firings in a row. The device was not used on the patient's body. Another device was used to complete the case. There were no adverse consequences to the patient.